Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is being considered for a revision for an unknown reason on an unknown date. No patient consequences were reported.

Manufacturer narrative:
After further review, and additional responses from the sales rep, there was no revision noted for the patient and no harms. The surgeon had tested the patient for an infection and there was no infection present. No surgical intervention at this time.